Event description:
Alaris pump was alarming air in tubing. Opened chamber door, haloperidol (hal) was spraying out. Clear tubing separated from the blue plastic port on the top of the pump. Hal stopped neonatal nurse practitioner (nnp) called. Tubing and hal disconnected from patient and clear maintenance fluids ordered and hung.